Event description:
Patient backup pump alarms for "no disposable, pump won't run error" sn: (B)(4). Sending replacement to patient. Pump not in use while error occurred. No further information. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.